Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with syncope. The patient was in vt; however, delivery of therapy was withheld due the device undersensing the episode. The device was reprogrammed. The patient was in stable condition after the event.